Manufacturer narrative:
Device evaluated by MFR. : promus element plus,mr,ous 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An encore inflation device was attached and the device was inflated to 16atm rated burst pressure without issues and the device held pressure and stent expanded. A vacuum was pulled, and the balloon deflated successfully in 17 seconds. Encore inflation device verified prior and post inflation using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was not well apposed to the vessel wall. The stenosed, 3.6x15mm target lesion was located in the mildly tortuous and calcified mid right coronary artery. A 4.00x28mm promus element plus drug eluting stent was selected for use. However, the stent could not fully expand and could not appose to the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely stenosed. The lesion was pre-dilated with a non-bsc device. There were multiple attempts to position the stent at the lesion site as there were severely constricted regions and was appossed with normal pressure but wasn't able to fully expand. It was observed under fluoroscopy that the stent delivery balloon wasn't fully dilated as the contrast did not reach the balloon. The target lesion was mildly calcified and severely stenosed.

Event description:
It was reported that the stent was not well apposed to the vessel wall. The stenosed, 3.6x15mm target lesion was located in the mildly tortuous and calcified mid right coronary artery. A 4.00x28mm promus element plus drug eluting stent was selected for use. However, the stent could not fully expand and could not appose to the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the stent was not well apposed to the vessel wall. The stenosed, 3.6x15mm target lesion was located in the mildly tortuous and calcified mid right coronary artery. A 4.00x28mm promus element plus drug eluting stent was selected for use. However, the stent could not fully expand and could not appose to the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely stenosed. The lesion was pre-dilated with a non-bsc device. There were multiple attempts to position the stent at the lesion site as there were severely constricted regions and was appossed with normal pressure but wasn't able to fully expand. It was observed under fluoroscopy that the stent delivery balloon wasn't fully dilated as the contrast did not reach the balloon. The target lesion was mildly calcified and severely stenosed.